Event description:
Information was received from healthcare provider via a manufacturer representative regarding a flex arm used for spinal therapy. It was reported that the flex arm was loosely fixed. There was no patient involvement reported. There were no further complications reported regarding the event. The type of procedure involved during the event was minimally invasive transforaminal lumbar interbody fusion (mis-tlif). The product did not came in contact with the patient. Event happened during surgery.

Manufacturer narrative:
H3: product analysis of product: 9560524, lot no: my12f001 analysis found that during the acceptance inspection, deformation of the thread on the handle screw was observed. Additionally, deterioration of the cable and joint was observed; therefore, replacement is recommended. E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.